Manufacturer narrative:
Batch review performed on 11 december 2024 lot 2008267: (B)(4) items manufactured and released on 22-oct-2020. Expiration date: 2025-10-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional item involved in the event, batch review performed on 11 december 2024 ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 2005406 lot 2005406: (B)(4) items manufactured and released on 15-sep-2020. Expiration date: 2025-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 years 11 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.